Manufacturer narrative:
Additional information to h11: upon further clarification the broken luer component was determined to be a non-baxter product. Therefore, the baxter device is no longer suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y type blood/solution set was attached to the patient¿s line. When the tubing was disconnected from the port and an attempt was made to place a green curo cap on the end of the y tubing, the hub detached from the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.